Event description:
It was reported the devices were used during a low anterior resection. It was reported the surgeon stapled the distal end of the bowel (rectum) with the tx60. Air tested tx60 staple line and no leaks were seen. Surgeon introduced the cdh29 transanally, connected it, closed and fired. Two good anastomotic rings were seen. The anastomosis was air-tested and leaked from posterior side. Surgeon transected bowel again, lower on rectum with tx30 and again attempted to anastomose with another cdh29. Second attempt at anastomosis with another cdh29; fired correctly and completely. Anastomotic rings were complete. The anastomosis was leak tested with air and there was leakage at the staple line. Pt was given diverting loop ileostomy. Rep reports anastomosis is being included with staplers being returned.